Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 522 mg/dl and manual injections were administered to address the bg level. Reportedly, the customer performed 10 supply changes to address the bg level; tandem technical support checked the pump's history and only confirmed the customer had performed 2 supply changes. Troubleshooting could not be completed due to the customer stating contradictory statements. The customer reported manual injections would be used for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the occlusion alarm investigation could not be completed as the cartridge was not returned; and a different issue was identified.